Event description:
Pt on cardiopulmonary support (open heart surgery). At initiation of cpb the arterial line was dark and the oxygen saturation was dropping. The extracorporeal circuit was checked to identify problem. Oxygen analyzer fuel cell (oxygen line) showing 90% oxygen, no apparent problem, oxygen saturation decreasing, cardiopulmonary support was interrupted. Oxygenator was changed assuming the gas transfer was defective. Pt in good condition during interruption. Pt back in cpb, backup oxygen tank was connected directly to the oxygenator bypassing the fuel cell, oxygenation problem was resolved. The oxygen analyzer fuel cell was checked and a crack was found, the crack allowed oxygen to leak to air before entering the oxygenator. Pt was weaned from cpb with no problems and is doing well.